Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced rings around lights. The iol was exchanged for another lens nine months following the initial implant procedure. The reason given for the explant was "symptomatic positive dysphotopsias". Additional information was requested.